Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor on date of insertion only a small portion of the sensor wire was visible on the underside of the sensor pod. Patient reported a slight raised area at the site of insertion. The patient reported no additional discomfort and required no medical intervention. At the time of the call to dexcom the patient was in fine condition.